Event description:
The facility reported a flo-gard infusion pump with a malfunction of door broken within the general patient ward. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a flo-gard infusion pump with a broken door was confirmed and reproduced during evaluation as the latch area had damaged. The cause of the reported condition was determined to be defects in the door latch/hinge area. The pump head door, occlusion detectors, bumpers, and pump head cover were replaced to fix the reported condition. The occlusion sensors calibration was also performed.